Event description:
It was reported to tyco healthcare /kendall on december 6, 2006, that a customer had a problem with a foley catheter. The customer states the foley catheter burst during the test inflation. Per rn, the balloon did not display a clean tear.

Manufacturer narrative:
The customer did not retain the device for return/ evaluation by the manufacturer. An investigation is currently underway. Upon its completion, a follow-up report will be submitted.